Event description:
It was reported that the user experienced fluctuating blood glucose values, including an urgent low and a high glucose event, after moving the infusion site to the thigh per healthcare guidance and after announcing a meal with preceding ilet-delivered corrections; the user noted cgm and bgm discordance (cgm 67 mg/dl vs bgm 90 mg/dl) and temporarily disconnected the system while treating the low with oral carbohydrates. Symptoms included low and high glucose without reported physical symptoms. Outcomes included transient hypoglycemia and hyperglycemia that were self-managed without escalation of care. Investigation included review of device performance, user reports, and troubleshooting and education. Investigation of this case revealed a cause that remained unclear, with contributing factors potentially including site performance and sensor-to-meter variance, while the device continued to deliver automated therapy and alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.